Event description:
This report summarizes 15 malfunction events, where it was reported the devices experienced un-commanded motion or unexpected excessive speed. There was no patient involvement.

Manufacturer narrative:
The final device was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service.

Manufacturer narrative:
2 of the final devices was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. 1 device is still pending evaluation.

Event description:
This report summarizes 15 malfunction events, where it was reported the devices experienced un-commanded motion or unexpected excessive speed. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 11 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 14 malfunction events, where it was reported the devices experienced un-commanded motion or unexpected excessive speed. There was no patient involvement.